Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
After properly inspecting and prepping the device, the physician could not get the needle of the cto catheter to fully retract. Consequently, the device could not be passed over the no14 guidewire and could not be used in the procedure. The target lesion was a total occlusion of the distal left superficial femoral artery (sfa). The device was flat with relatively no slack during prep. All the specified side ports were flushed followed by a 30 second delay and flushed again. The physician actuated the needle without difficulty, but when he attempted to retract the needle, it would not fully retract. Therefore, the device was not used in the procedure. Another device was opened and the procedure was successfully completed. There was no reported injury to the pt.